Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient¿s merlin.net transmission reflecting non-sustained oversensing episodes. The non-sustained oversensing episodes were a result of the patient¿s device undersensing p waves and r waves and which, in turn, resulted in the functional loss of ventricular capture. The patient had an underlying rhythm and was not symptomatic. Programming changes were made. The patient was stable throughout.